Event description:
It was reported a spectrum pump had sys error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported sys error 105 was reproduced and confirmed through eval. This condition was caused by a failed motor flex. The motor assembly was replaced.